Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed the device has been previously serviced within the last 12 months for the same allegation. Evaluation found no assignable cause for the reported issue and no correction was performed. All required service actions were completed in the last service cycle. During the current evaluation the device was found out of specification in relation to the reported system error 322, which was not reproduced during evaluation. A review of the event history log identified system error 322 alarms. The cause was determined to be the lower auxiliary which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error (low)) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.